Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx graftmaster instructions for use states if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent on the balloon. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with a rupture in the heavily tortuous distal right coronary artery (rca) after use of a non-abbott balloon dilatation catheter (bdc). To treat the vessel rupture, as the situation was emergent, a 4.0x12 jostent graftmaster covered stent system was advanced via femoral access to the vessel rupture, however, though no force was applied, as strong resistance was felt against the vessel, the graftmaster failed to cross the rupture due to patient anatomy, despite reported attempts to cross. The graftmaster was withdrawn from the anatomy with resistance felt against the vessel and the distal shaft was noted to be kinked. No other device or procedure issues were noted. A new 3.5x12 jostent graftmaster was advanced and implanted. Reportedly, the procedure was successfully completed, as the 2nd graftmaster sealed the rupture successfully and the patient's final outcome was satisfactory. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.